Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay user/pt contacted lifescan (lfs) alleging that she was unable to test with her onetouch ultramini meter. At the time of troubleshooting, the customer care advocate (cca) noted that the pt was attempting to perform a blood glucose test while in the memory mode. The complaint was classified based on the customer care advocate documentation. The pt reported that the alleged issue began at an unspecified time two weeks ago. The cca noted that the pt manages her diabetes with insulin (self adjuster); however, denied taking any action regarding her diabetes management as a result of the alleged issue. Approx 15-20 min after the alleged issue started, the pt claimed she felt dizzy, sweaty and shaky. In response to the symptoms, the pt reported treating self with glucose tablets and/or gel. At the time of troubleshooting, the cca noted that the alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.